Event description:
Received a report via email from alaris affiliate regarding an infusion device that was on a patient. Affiliate was not provided with the name of the hospital or location. Report stated the patient was undergoing heart surgery. The pump was reportedly programmed with 100ml + 4 vials of dormicum at 10ml/hr. Report stated the total infusion was delivered in 15 min. No death was reported and no information was provided whether a serious injury happened. Hospital is very reluctant to give out any information.